Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and the time was incorrect, due to a pump reset. It was also reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 285 - "high" on cgm. Customer¿s address elevated bg with a manual dose injection. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.